Event description:
It was reported that stent damage occurred. During preparation, the 20 x 2.50 promus premier select stent was removed from the packaging and stent damage was noted. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that stent damage occurred. During preparation, the 20 x 2.50 promus premier select stent was removed from the packaging and stent damage was noted. The procedure was completed with another of the same device. There were no patient complications. It was further reported that the promus premier select stent was not damaged as initially reported. It was further reported that the hypotube broke during unpacking of the promus premier select stent.

Manufacturer narrative:
Device evaluated by manufacturer: promus select 20 x 2.50mm stent delivery system (sds) was returned for analysis. The stent profile was examined and the examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured within max crimped stent profile measurements. The balloon profile was examined. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip profile was examined. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. The hypotube profile was examined. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break at the strain relief. The shaft polymer extrusion profile was examined. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a midshaft kink 2 mm proximal to the wire exchange port. No other issues were identified during analysis.